Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to protruded/loose drive support disk. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a prime/fill anomaly. Insulin was squirting out of the insulin pump during the manual prime process. His/her blood glucose level was not reported. The product was returned. Nothing further to report.